Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation on her back and an open sore underneath one of the rear electrodes. The patient's physician assistant treated the wound with an antibiotic itch cream, and the patient reported that the wound was mostly healed.